Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port black inflation valve (B)(4) from (B)(4) kit kept moving up to the top and caused an air leak. A replacement was used to complete the procedure. The hospital reported no pt effects. The product was returned.

Manufacturer narrative:
The device was returned to maquet cardiac surgery on june 22, 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).